Manufacturer narrative:
The omni-access sterile field post, 3/4 (10707) was returned for evaluation: the device history record (DHR) was not reviewed, as no lot/serial/manufacture date information was provided. The DHR may be reviewed, if necessary, if/when enough further information is provided or can be identified. Failure analysis: the returned omni-access sterile field post was in used condition. The clamp moves in a locked condition. Parts were replaced per the estimate and tested to the manufacturer's specifications. Root cause analysis: the reported complaint was confirmed. Based on the evaluation by integra service and repair, the root cause is most likely mishandling and/or wear from use without preventive maintenance. The date of sale was in 2015.

Event description:
A facility reported that during an abdominal aortic aneurysm procedure, the omni-access sterile field post (10707) wishbone frame did not attach or lock to the field post correctly during the surgery. The patient was prepped, and under anesthesia, and the malfunction resulted in a 30-minute surgical delay. There was no injury or death reported.